Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2020 the patient experienced multiple yellow secretions from the peg outlet. A culture swab from the stoma site was collected and the patient was treated with fucidin topical ointment, two times a day for seven days. On (B)(6) 2020, it was reported that the culture results were positive for streptococcus c. The patient is being treated with oral antibiotic, augmentin 875 mg, two times a day for five days. On (B)(6) 2020, it was reported that the stoma site infection has improved and there is no longer any secretions coming from the peg site.